Event description:
The manufacturer received information the patient's mother alleging a ventilator inoperative condition had occurred before using a trilogy evo device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer¿s service technician observed error code for a machine flow high drift in the device¿s event log. The manufacturer¿s service technician replaced the device¿s flow sensor to address this issue. Additional findings not related to the malfunction/issue was "like stripes" appearing on the screen during the operational check. The manufacturer¿s service technician confirmed the letters were readable on the display. The manufacturer¿s service technician replaced the device's display to address this issue. After all the parts were replaced on the device, a final and run-in tests were performed on the device, along with a battery and valve checks. The manufacturer¿s service technician determined the device was operational, and it was cleaned.